Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported, that this past week in (B)(6) 2017, the patient felt like their ins may have moved. The patient was advised to follow-up with their healthcare provider. No further complications were reported/anticipated at this time.